Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 01/30/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/16/2014 with the following findings:during testing, the pump powered on to a fully legible display screen.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. The pump screen has become blank after a low battery alarm. Insertion of new batteries did not solve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.